Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. This event occurred outside the u.s. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: delayed ICD lead cardiac perforation: comparison of small versus standard-diameter leads implanted in a single center. Pacing and clinical electrophysiology: pace. 2011;34(4):475-483.

Event description:
A journal article was reviewed that contained information regarding this lead. It was reported that the patient presented with shortness of breath nine days after implantation. A CT scan confirmed the diagnosis of cardiac perforation. The article reports that this was resolved either by repositioning or placing a new lead. Further follow-up did not yield any additional relevant information regarding this event. No further patient complications have been reported as a result of this event.